Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys including a lead extension on (B)(6) 2007. It was reported that the pt was without stimulation. Surgical intervention was undertaken on (B)(6) 2011 to address this problem. It was discovered that her extension was fractured. The impacted extension was explanted. A subsequent procedure was undertaken on (B)(6) 2011 to implant the pt's new extension since a replacement device was not available during the initial surgery. Effective stimulation was recaptured for the pt.